Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
It was reported that the patient presented in clinic after experiencing diaphragmatic stimulation. The right ventricular lead was explanted and replaced. The implantable cardioverter defibrillator was explanted and replaced prophylactically due to battery advisory. There was no allegation of premature battery depletion. No further information was available.

Event description:
New information available on 1/4/2018 states that, the patient was fine before, during and post procedure.